Event description:
The customer contact reported the pt received more medication than intended. At 0150, line a was programmed to deliver an unspecified concentration of sodium chloride, at a rate of 80ml/hr and a vtbi (volume to be infused) of 1000ml. Line b was programmed in the piggyback mode, to deliver heparin 25000 units/250ml with a rate of 12 ml/hr, a vtbi of 150ml and the delivery was started. After an unspecified length of time, the nurse noted the heparin container was empty and a second container of heparin was obtained. At 1010, line b was reprogrammed in the concurrent mode, to deliver heparin 25000 units/250ml at a rate of 14ml/hr, with a vtbi of 250ml and the deliveries were started. At 1317, the pt reported "numbness and tingling in the lower extremities." At this time, the nurse noted the second heparin container was empty. The device was powered off. The physician was notified. A ptt (partial thromboplastin time) was ordered and the results were reported as "greater than 180 seconds." The pt was transferred to the intensive care unit and was treated with 4 units of fresh frozen plasma and 15 units of cryoprecipitate. At an unspecified time, the pt had a CT scan of the brain which was reported to be "normal." The device was removed from clinical service. There were no reported adverse pt sequelae. The pt was discharged in 2009 in "stable" condition. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicates that in 2009, line a was programmed with a rate of 80ml/hr and vtbi (volume to be infused) of 900ml for a duration of 11 hours 15 minutes and line b was programmed for a piggyback delivery in the dose calculation mode to deliver heparin, with a drug concentration of 25000 units/250ml, with a dose of 1200 units/hr, for a duration of 12 hours 30 minutes with a vtbi of 150ml, a rate of 12ml/hr and the delivery was started. At 0551, line b was reprogrammed to deliver heparin with a drug concentration of 25000 units/250ml, with a dose of 1400 units/hr, for a duration of 7 hours 16 minutes with a vtbi of 101.9 ml, a rate of 14ml/hr and the delivery was started. At 0918, the pump alarmed n231, prox air b, backprime. At 0935, the pump was turned off. At 1009, the device was turned back on. At 1010, line a was programmed with a rate of 80ml/hr and vtbi (volume to be infused) of 889.5ml for a duration of 11 hours 15 minutes and line b was programmed for a concurrent delivery in the dose calculation mode to deliver heparin, with a drug concentration of 25000 units/250ml, with a dose of 1400 units/hr, for a duration of 3 hours 49 minutes with a vtbi of 53.5ml, a rate of 14ml/hr and the delivery was stated. At 1317, the delivery on line a was stopped with a volume infused of 249.9 ml and line b was stopped with a volume infused of 139.6ml. A review of the pump history indicates the pump delivered as programmed.